Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 7atm within 10 seconds. The device was removed using normal method without any problem. The were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, microscopic, and functional analysis were performed on the device. A visual examination of the balloon identified no damages. Blood was present inside the balloon. No issues identified with the hypotube shaft, and no kinks or damages noted on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhiole tear above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine instruction for use (IFU) using the inflation aid, however, a leak was noted coming from the pinhole above the proximal markerband.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 7atm within 10 seconds. The device was removed using normal method without any problem. The were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older.